Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during evaluation, a specific root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Initial reporter phone number: (B)(6). The device was returned to olympus for evaluation, the reported issue was not confirmed. The unit passed all tests in accordance with the original equipment manufacturer (OEM) service manual. The unit was left on soak test for five working days and the error 116 did not appear. The root cause could not be determined, the investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The process engineer reported, during maintenance error code e116 evident occurred on the visera 4k uhd camera control unit. There was no patient associated with this event.